Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: g4: device is not distributed in the united states but is similar to device marketed in the USA.

Event description:
It was reported that on (B)(6) 2025, the patient underwent a bha surgery for femoral medial fracture. The ampoule was confirmed damaged upon opening. The surgery was completed successfully with no surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. According to the information received, ¿it was reported that on (B)(6) 2025, the patient underwent a bha surgery for femoral medial fracture on femur with the product in question. A damage to the ampoule was confirmed upon opening. The surgery was completed successfully with no surgical delay. No further information is available." Manufacturing date: 2023-11-29 expiry date: 2025-10-31 quantity: (b)(4. There were 1 non-conformance on this lot. On review of the applicable ncs none have been identified which would contribute to the complaint event. All qc and microbiology testing met specification. A review of the DHR has confirmed that there were no process issues documented that could contribute to the event described. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot ==> manufacturing date: 2023-11-29 expiry date: 2025-10-31 quantity: (B)(4). There were 1 non-conformance on this lot. On review of the applicable ncs none have been identified which would contribute to the complaint event. All qc and microbiology testing met specification. A review of the DHR has confirmed that there were no process issues documented that could contribute to the event described. Device history review ==> a review of the DHR has confirmed that there were no process issues documented that could contribute to the event described. H11 additional narrative: added: d4 (expiration date) corrected: d4 (primary UDI number) and h4.